Event description:
It was reported that the patient presented to the hospital experiencing chest pains. A CT scan showed that the lead had progressed beyond the right ventricular wall. The physician was not certain of the diagnosis. The electrical measurements were within normal range. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient would continue to be monitored no patient complications were noted.